Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and urge incontinence and mesh was implanted. It was reported that following insertion of the mesh, in (B)(6) 2008, the patient experienced chronic right pelvic, groin and leg pain, difficulty walking, running or any physical activity, chronic inflammation and foreign body reaction due to mesh scar tissue and right leg scar tissue. The patient also experienced limited range of motion and chronic nerve pain in the right leg, multiple surgeries for mesh removal and right sided labral tear in (B)(6) 2010. It was reported that the patient underwent mesh removal on (B)(6) 2010 and (B)(6) 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.